Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the international customer that the turbo-ject standard power injectable PICC (peripherally inserted central catheter) line had a cut in it, which led to a leak that occurred above the surface of the patient's skin. The circumstances surrounding the usage and handling of the device were not reported. As of the date of this report, no further information regarding this report has been made available, and no product has been received for evaluation. Additional information has been requested from the account. It is unknown whether or not product is returning.

Manufacturer narrative:
Additional narrative: the PICC line seemed to leak moisture, a nurse check was carried out by flushing and retrieving blood. When the blood was retrieved, air was also inside. On this, the nurse examined the line further and noticed a small damage just below the microclave connector. The line has been removed by the doctor. Unfortunately, the line has not been preserved. Additionally reported, the patient is left-handed and used poorly for everything, in addition to the occurrence of occlusion, for several days at the minimum bend of arm. As a result, the arm is constantly trying to keep straight, etc. It seems to me to be difficult as the line is also not stored. Investigation ¿ evaluation: the turbo-ject standard power injectable PICC line PICC was not returned for evaluation and no photos were provided. Without the complaint device, a physical investigation was not able to be completed. A document review was completed. A review of drawings, instructions for use, quality control data and device specifications has been conducted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record could not be reviewed as the lot number of this device was not provided. A review of complaint history for this product/lot number combination was not able to be reviewed without the lot number. The device is shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. Based on the provided information and the investigation evaluation the actual root cause is unknown and a conclusion cannot be drawn. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.